Manufacturer narrative:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) would not compress at all. A second device from the same box was used with no issues to close the groin. There was no reported patient injury. The device was used in a diagnostic left heart catheterization. The deployer was mynx certified. The device was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The access site vessel was not tortuous. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Button 1 would not go down at all even though the tension indicator was aligned with the markers before attempting to deploy. There was no damage noted to the button. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath after device removal. The sealant sleeves were intact after removal. The same sheath was kept in place for deploying the second device. A non-sterile ¿mynx control vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons were not depressed with stopcock opened. The sealant sleeve was severely kinked/bent outward, and the sealant remained in manufactured position, exposed to moisture. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeves occurred during the procedure or during subsequent handling or transit. The syringe and the procedural sheath were not returned. Dimensional analysis was performed to verify the overall length of the outer sleeve assembly. The length was verified against the specification and dimensional analysis results were found within the specification. Additionally, the dimensional test in the sealant outer sleeve assembly was not performed due the kinked/bent outward condition found. Per functional analysis, a simulated deployment test was performed per the mynx control instructions for use (IFU). During the evaluation, it was observed that button 1 was able to be depressed; however, the force required to deploy the device is greater than expected. Per microscopic analysis, visual inspection at high magnification showed that the sealant outer sleeve assembly of the returned device was kinked/bent outward as received and the sealant remained in manufacturing position exposed to moisture. During evaluation, it was observed that button 1 was able to be fully depressed for the device, however, the force required to deploy the returned device is greater than expected. The device was fully deployed with 1 hand as required. Button 2 was also able to deploy with no abnormal exertion of force required for deployment. The product history record (phr) review of lot f2215803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not confirmed since the button was able to be depressed; however there was difficulty encountered to depress button #1 on the handle (hard to press). Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swollen sealant exposed from the kinked/bent sealant sleeves, resulting in a premature exposure. However, the exact cause of the issues experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced. However, handling factors are possible. Additionally, procedural factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the phr review, product analysis and information available for review, this complaint was found to be related to a previously opened risk assessment and investigation. No additional actions will be taken at this time.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) would not compress at all. A second device from the same box was used with no issues to close the groin. There was no reported patient injury. The device was used in a diagnostic left heart catheterization. The deployer was mynx certified. The device was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The access site vessel was not tortuous. There was no presence of pvd or calcium in the vicinity of the puncture site. Button 1 would not go down at all even though the tension indicators were aligned with the markers before attempting to deploy. There was no damage noted to the button. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath after device removal. The sealant sleeves were intact after removal. The same sheath was kept in place for deploying the second device. The device is being returned for evaluation. Addendum: per microscopic analysis on the product evaluation, the sealant outer sleeve assembly of the returned device was kinked/bent outward as received and the sealant remained in manufacturing position exposed to moisture. The sealant was exposed along the catheter.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) would not compress at all. A second device from the same box was used with no issues to close the groin. There was no reported patient injury. The device was used in a diagnostic left heart catheterization. The deployer was mynx certified. The device was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The access site vessel was not tortuous. There was no presence of pvd or calcium in the vicinity of the puncture site. Button 1 would not go down at all even though the tension indicators were aligned with the markers before attempting to deploy. There was no damage noted to the button. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath after device removal. The sealant sleeves were intact after removal. The same sheath was kept in place for deploying the second device. The device is being returned for evaluation. Addendum: per microscopic analysis on the product evaluation, the sealant outer sleeve assembly of the returned device was kinked/bent outward as received and the sealant remained in manufacturing position exposed to moisture. The sealant was exposed along the catheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2215803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.